Manufacturer narrative:
One abut gold friction-fit 3. 5mm imp (hla3g) was returned for inspection. A visual inspection revealed signs of general usage were noted on the visible portion of the returned abutment. However, there was no damaged that could prevent the product from functioning as intended were identified. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: 4894i rev 3-07/09 - instructions for use for zimmer dental implant systems contains instructions and abutment placement recommendations. Seating of prosthetic components: internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Note: some hex or octagon prosthetic components are designed for use in multiple unit cases and may bypass the internal hex/octagon. External hex - to properly seat external hex prosthetic components, it is required that the components accurately fit over the raised hexagon on the coronal portion of the implant body. Prosthetic components with an internal hexagon must be properly indexed over the raised hexagon prior to proceeding with the restorative phase. To ensure firm and complete seating, apply maximum torque from the thumb and forefinger to the seating tool then use the prosthetic torque wrench. Prosthetic torque wrench to ensure that consistent torque is applied to all abutments, retaining and coping screws, a prosthetic torque wrench must be used. As the exact conditions of usage of unknown, the reported event could not be verified. A technical root cause could not be determined. Additional 510k numbers- k013227, k953101.

Event description:
The doctor indicates the abutment screw (hla3g) became loose. The doctor changed the abutment and new crown has been made.